Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump switched off and on randomly. There was no reported patient involvement.

Manufacturer narrative:
D9: device received on 6/13/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was found in the event history log but was not confirmed through testing. The device was working properly. There was no known cause of the reported issue. The downstream occlusion (dso) seal, sensor and bezel were preventatively replaced.